Event description:
The customer requested service and repair for the holster due to the error code not eliminated when the disposable was replaced. The customer was unable to clear the error code. There were no pt consequences reported. The customer is shipping the disposable back.

Manufacturer narrative:
The analysis results found that the holster displayed error l3-018 blue cable error during initialization of the functional test because the blue cable is damaged causing it to bind. The pcb board would not calibrate. The holster was repaired, functionally tested and found to operate properly.